Manufacturer narrative:
The field service representative suspected detergent drops off rinse mechanism, or valve malfunction to be the cause. He check the ise valves and flowpath, checked the ise probe alignments and changed the sipper tubing and ise pinch tubing. He also replaced the detergent 1,2 check valves and related valves for water mix. He ran ise calibration, qc and patient samples to verify performance of the analyzer.

Event description:
User received erroneous ise results for one patient sample. Only the potassium result was considered discrepant. The original results was 3.3 mmol per l, repeat result on the same analyzer was 4.0 mmol per l and repeat on another analyzer was 4.1 mmol per l. The original result was not turned out by the lab and the patient was no affected.